Event description:
The customer stated that she tested her glucose one day using her contour meter and received a reading of 182 mg/dl, which she felt was accurate. She retested 4 hrs later and received another high reading (could not recall reading), which also seemed accurate. The customer took 36 units of long-acting insulin and 2-8 units of fast-acting insulin. The customer went to lunch after taking her insulin and passed out. She was given orange juice and cookies once she woke up. The customer stated that she was taken back to her room and her glucose was tested at 41 mg/dl. The customer did not have her testing supplies with her at the time of the call, so troubleshooting was not possible. The customer was contacted after the initial call, and she stated that she no longer had any test strips left. No product will be returned for evaluation.